Event description:
Information received, indicates the head section is stuck in the elevated position.

Manufacturer narrative:
The biomed found the fluid has leaked from the gas spring and the cylinder is frozen. The biomed replaced the gas spring to repair the stretcher.